Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. A philips remote service engineer (rse) interviewed the customer, and it was determined the speaker was defective and it needed to be replaced. Diagnostic/functional testing was performed at a philips authorized repair facility. A philips bench repair technician (brt) replaced the speaker assembly to resolve the issue. The unit passed all performance verification testing and it was returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted.

Event description:
The customer reported a loudspeaker error message is displayed and no sound coming from the device. The device was in use on a patient at the time of the event, there was no adverse event reported.